Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, an unknown navitor valve was implanted in a patient in a position of 3mm without any issues (as per physician). Post procedure echocardiogram showed that the device had migrated. Patient was treated with non-abbott valve without any clinical impact. There is actually no explanation why this happened. The patient is stable.

Manufacturer narrative:
An event of device migration and paravalvular leak (pvl) was reported. Without a serial number provided, a lot history record review could not be performed. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that there were no intra-procedural difficulties, the initial release position of the valve was 3mm from the non-coronary cusp, there was sufficient calcium to allow anchoring, and there were no deployment difficulties. No information was received regarding valve sizing. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, an unknown navitor valve was implanted in a patient in a position of 3mm without any issues (as per physician). Post procedure echocardiogram showed that the device had migrated and the patient had significant paravalvular leak. Patient was treated with non-abbott valve without any clinical impact. There is actually no explanation why this happened. The patient is stable.